Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was part of (B)(6): a tia was reported 2 weeks after the cas procedure. The cas procedure was performed on (B)(6) 2012. The patient returned to the ER complaining of right sided weakness for 48 hours. It was determined by the pi that there was no significant change from the weakness of baseline. The patient was given medication and has not yet recovered. Please reference MDR 2183870-2013-00121, for the spiderfx used in this procedure.